Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Patient¿s mother felt around the pod and she felt the cannula poke her, thus, was unsure if cannula was properly seated in the infusion site (abdomen) and the adhesive was pulling away. The patient had moderate ketones and now they are back to normal. As treatment, a new pod was applied and a shot of insulin was administered.

Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device did not find any issues that would result in improper insertion of the cannula or high blood glucose levels. No issues were observed in the adhesive pad. A root cause could not be determined for the reported improper cannula insertion and failure to adhere.